Manufacturer narrative:
Sample has not been returned to MFR at time of this report. Investigation incomplete. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: when customer attached the nebulizer bottle to the misting machine which was on full power, there was barely any mist coming out during treatment.